Manufacturer narrative:
During the investigation of complaint (B)(4), a multidisciplinary team meeting was held to ensure proper follow-up on this issue. Upon reviewing our records, we found that this quality issue was first identified through customer feedback between september and november 2022. In response, CAPA# ca-00021 was initiated in october 2022 and fully implemented in december, along with action plan (B)(4). Subassembly batch 298160, related to this complaint (B)(4), was manufactured in june 2022, prior to the implementation of these actions. Root cause: manufacturing error related to the operation of gluing needle guides. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
Aspen surgical received a report from our distributor indicating that during a patient's prostate biopsy the needle guide rod had come out of its plastic protection and was injuring the patient. The guide was changed, and there were no further consequences for the patient (there was a slight injury to the puncture site). We are uncertain if the product is available for evaluation, but we are attempting to get it back. We also asked for pictures of the malfunction, if available, but are uncertain if we will get them. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from our distributor indicating that during a patient's prostate biopsy, the needle guide rod came out of its plastic protection. We are attempting to get samples and/or pictures to aid in the investigation. The lot number was provided for review. Once the investigation is complete, we will submit any additional relevant information in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that during a patient's prostate biopsy the needle guide rod had come out of its plastic protection and was injuring the patient. The guide was changed, and there were no further consequences for the patient (there was a slight injury to the puncture site). We are uncertain if the product is available for evaluation, but we are attempting to get it back. We also asked for pictures of the malfunction, if available, but are uncertain if we will get them. This is entered in our complaint system as (B)(4).